Manufacturer narrative:
B3: month and year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system (etbf2816c145e, enlw1616c124e / enlw1628c93e / etlw1624c82e) was implanted during the endovascular treatment of an abdominal aortic aneurysm. Severe neck angulation was noted. It was reported approximately 11 years post the index procedure, follow-up imaging identified a type ia endoleak and bilateral iliac aneurysms. The bilateral aneurysms in the iliacs are due to disease progression with no correlation to the type ia endoleak. Imaging shows there is no room to extend at the neck. Per the physician the cause of the type ia endoleak and bilateral aneurysms is due to disease progression. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion: the reported type ia endoleak was confirmed on the film received; however, the cause of the event could not be determined. Lack of p re-implant cts did not allow for assessment of the pre-implant anatomy and earlier post-implant cts were not available for comparison of the stent graft configuration over time. It is likely that disease progression with aneurysm morphology changes, which may have included neck dilatation over the almost 11 years since implantation, may have been a contributory factor to the reported type ia endoleak, but this could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.